Event description:
The customer reported the device displayed ECG fault. This message is accompanied by cycle power message/instruction. There was no report of pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed ECG fault. This message is accompanied by cycle power message/instruction. There was no report of pt involvement or negative pt impact. The local philips rep confirmed the malfunction and resolved the malfunction by replacing the power pca.